Event description:
It was reported that two mitraclips were implanted on (B)(6) 2013 reducing the mitral regurgitation (mr) from grade 3 down to less than 1. The patient had a 1 cm atrial septal defect (asd) identified with the procedural transesophageal echocardiogram. Intervention was performed to close the defect on (B)(6) 2013. Two days post procedure, the patient had urinary retention that required placement of another foley catheter. The patient died in (B)(6) 2013. The cause of death was not provided. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received indicating the patient died on 11/22/13 and the death certificate listed the causes of death as congestive heart failure (chf) and atrial fibrillation. The patient had a pre-existing history of atrial fibrillation. Chf onset was on (B)(6) 2013, approximately two months after the clip procedure. There was no additional information provided. The study physician reported that the relationship of these events to the clip and clip procedure is not assessable, therefore, this death is conservatively reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system: steerable guide catheter (sgc01st, lot # 10237005, serial # (B)(4)) clip delivery system-cds02st (lot # 10252725, serial # (B)(4)) the clip remains in the anatomy and is not returning. Investigation is not yet complete. A followup report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Estimated date of death was provided on initial medwatch and is changed to actual date of death. The device was not returned for evaluation and no device malfunction was reported. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of atrial fibrillation, heart failure, and death, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.